Event description:
The customer reported that the system would not fuoro and the monitor was blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.